Event description:
It was reported the device had "water contamination". The issue was identified during testing with no patient involved.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The enclosure was replaced due to water contamination in october 2020. Visual and functional testing were performed. The device was received with discolored water and debris in reservoir. The technician filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was duplicated. The reported issue was due either the fluid wasn't clean when it was put into the device or something leaked into the reservoir. The root cause was unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.